Event description:
The international customer reported the v60 touch panel did not respond sometimes. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Patient information was requested, but hospital refused to disclose.

Event description:
Upper part of the screen was inoperative, so the user could not navigate alarm. The unit was replaced with a second v60 soon after a mask was put on a patient. Lower part of the screen was operative, so setting, etc. Were able to be changed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Power management (pm) board was received at the v60 vent manufacturing facility for evaluation. Visual inspection did not reveal any signs of damage or contamination. The pm board was installed into a test ventilator in an attempt to duplicate the reported problem of operational failure of touch screen. Test vent was booted up, but the touchscreen was found to be working intermittently. Using the test lab oscilloscope, the failure was traced to the ferrite bead at fb5. It was found that pins 1, 2, 3, and 4 had contamination which was causing an intermittent connection at these pins. Fb5 was re-soldered and cleaned. The returned pm board was reinstalled into the test vent. Test vent booted up and delivered breaths. The touchscreen responded to the menu changes. The touchscreen calibration passed. It was concluded that the customer's complaint was caused by contamination at fb5 pins 1, 2, 3, and 4. Re-soldering and cleaning fb5 corrected the failure with this pm board.